Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of the event was unknown. Three days after the event onset, the patient was hospitalized. The patient was treated with meropenem injection (500grams, intraperitoneal and 1 bag per day), amikacin injection ( 100 mg, intraperitoneal and one bag per day) and vancomycin injection (1 gram, intraperitoneal and frequency was not reported) for peritonitis. Antibiotic treatment was ongoing. At the time of this report, the patient has recovered from the event and pd therapy was ongoing. No additional information is available.